Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: based on the available information, a cause for the reported condition cannot be determined. If additional substantive information regarding this case is received subsequent to complaint closure, the complaint will be re-opened and re-evaluated. Evaluation: review of the device history records was not possible as the lot number requested for retrieval is unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the end of drill bit broke off in the pt.